Manufacturer narrative:
The customer only returned the contour test strips for evaluation 7098c, lot# 7bj3b03a, expiration date: 02/28/2019, (B)(4), manufacture date 02/01/2017; 510k 062058.

Event description:
Advocate stated his daughter received a blood glucose reading of 127mg/dl on the contour, retested on the contour next one and the reading was 247mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the strips for evaluation. A new meter and strips were sent to the customer.